Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 3.0, 10.0, 79.0, 130.0 and 137.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the first, second and third smart coils revealed offset coil winds. If the smart coils are forcefully advanced against resistance, damage such as offset coils winds may occur. If the introducer sheath is not properly aligned within the hub, resistance may be experienced upon advancement. It was reported that the microcatheter used in the procedure was occluded with a ¿metal like material¿. The non-penumbra microcatheter was not returned for evaluation; therefore, this material could not be confirmed. There were no metal components missing from the returned smart coils. Further evaluation of the first smart coil revealed pusher assembly kinks. These kinks may have been due to advancement against resistance or packaging for return. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter with resistance due to the pusher assembly kinks. During functional testing of the second smart coil, resistance was experience while attempting to advance the device within its introducer sheath as the embolization coil began to bunch up in the introducer sheath and the smart coil could not be advanced or retracted. Further evaluation revealed braided shaft damage. According to the reported complaint, this portion of the device never entered the microcatheter; therefore, this was likely incidental and occurred during handling post-procedure or packaging for return to penumbra. Further evaluation of the third smart coil revealed pusher assembly kinks. These kinks may have been due to advancement against resistance or packaging for return. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter without an issue. Evaluation of the fourth smart coil pusher assembly revealed that the pusher assembly was twisted together, and the embolization coil was detached. The root cause of the reported issue could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report numbers: 3005168196-2019-01502, 3005168196-2019-01503, 3005168196-2019-01504, and 3005168196-2019-01505.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01502, 3005168196-2019-01503, 3005168196-2019-01504, 3005168196-2019-01505.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician advanced the first smart coil through a non-penumbra microcatheter using a handle and attempted to detach but the coil did not detach. After three attempts, the smart coil was successfully placed in the target vessel using the handle. Next, the physician advanced another smart coil using the same handle; however, resistance was met at approximately five cm beyond the hub of the microcatheter; therefore, the smart coil was removed. The same issue also occurred with two additional smart coils; these smart coils were also removed and were not used in the procedure. The physician then retracted the microcatheter and found a "metal like material" in it. It was later reported that the "metal like material" was the pull wire or the delivery wire of the first smart coil that got broken during deployment. The procedure was completed using two additional smart coils, the same handle and a new microcatheter. There was no report of an adverse effect to the patient.